Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that this patient experienced a syncopal event, which led to the patient falling and breaking both of their legs as a result. The initial attempt to interrogate was unsuccessful, however a new programmer was used and interrogation was successful. The patients device was interrogated which found some ventricular tachycardia events, as well as noise that inhibited pacing for an unknown duration. Boston scientific technical services was consulted and suggested trying isometrics to illicit noise which was done, no noise was noted but oversensing was seen. As a result, the right ventricular lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.